Manufacturer narrative:
This report is associated with (B)(4), super poligrip original (zinc free formula).

Event description:
I started using this last (B)(6) since I get my dentures and I have been swallowing some of it since then. [Accidental device ingestion] product oozes after application, product consistency or texture is uncharacteristic [product complaint] case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number 98098xl, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number 98098xi, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. In (B)(6) 2017, the patient started super poligrip original (zinc free formula) and super poligrip original (zinc free formula). In (B)(6) 2017, an unknown time after starting super poligrip original (zinc free formula) and super poligrip original (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. Additional details, adverse event information was received on 02 july 2018. Consumer reported that "I want to ask since I have been using this for almost year, I have super poligrip original which oozes out, gritty and I've been swallowing some residues of it for quite sometime now. I want to know what is the effect in the long run from swallowing adhesives. Can you send me a replacement, I like the super poligrip free better, that one works well. The lot ID is 98098xl or an I". Consumer was unsure whether last letter of the product was "l" or "I". It was unknown if the reporter considered the accidental device ingestion to be related to super poligrip original (zinc free formula) and super poligrip original (zinc free formula). It was unknown if the reporter considered the product complaint to be related to super poligrip original (zinc free formula).

Manufacturer narrative:
3003721894-2018-00226 is associated with argus case (B)(4), super poligrip original (zinc free formula). Product complaint investigation report received 24 july 2018 (issue (B)(4)); no sample was returned for this complaint so a full investigation could not be completed. The batch number (98098xl) provided is also invalid. On the basis we are unable to investigate this complaint further.

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a 60-year-old male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number 98098xl, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number 98098xi, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. In (B)(6) 2017, the patient started super poligrip original (zinc free formula) and super poligrip original (zinc free formula). In (B)(6) 2017, an unknown time after starting super poligrip original (zinc free formula) and super poligrip original (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. Additional details, adverse event information was received on 02 july 2018. Consumer reported that "I want to ask since I have been using this for almost year, I have super poligrip original which oozes out, gritty and I've been swallowing some residues of it for quite sometime now. I want to know what is the effect in the long run from swallowing adhesives. Can you send me a replacement, I like the super poligrip free better, that one works well. The lot ID is 98098xl or an I". Consumer was unsure whether last letter of the product was "l" or "I". It was unknown if the reporter considered the accidental device ingestion to be related to super poligrip original (zinc free formula) and super poligrip original (zinc free formula). It was unknown if the reporter considered the product complaint to be related to super poligrip original (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Follow-up adverse event information was received on 04 july 2018. Lot 98098xl was not valid lot number. Lot number of super poligrip original was updated to unknown. Follow-up information was received on 13 july 2018 from the quality assurance (qa) department regarding complaint number (B)(4) and lot number unknown. The investigation report concluded that, no sample was returned for this complaint so a full investigation could not be completed. The batch number provided was also invalid. As such, this consumer complaint was closed as unsubstantiated.